Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No additional adverse patient effects were reported.